Manufacturer narrative:
Additional information will be provided upon theinvestigation completion.

Event description:
Bvi has been notified about fragments in the iris post operation in one patient. So far no more information about major injury, but bvi decided to report this case.

Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation. The investigation includes a review of the procedure / training record and device history records, and no anomalies were found. All required elements of the DHR were appropriately [?]lled; all manufacturing operations were recorded; all signatures and dates were present, and the lot passed required inspections. The root cause was unable to be identifed since no samples were available. Complaint database was reviewed, there has not been negative tendency is observed; bvi has concluded that no further corrective action is required at this time.

Event description:
Bvi has been notified about fragments in the iris post operation in one patient. So far no more information about major injury, but bvi decided to report this case.